Event description:
A malfunction was reported on the customer's pump, with a malfunction code displayed as malf 0 and a fault ID of 0x277d. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer may continue using the pump and was advised to call back if any issues arise again.